Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device on day 1 of wear using freestyle libre 3 (app only). As a result, on (B)(6) 2022, the customer had a loss of consciousness and was provided "freshwater" by a non-hcp for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device on day 1 of wear using freestyle libre 3 (app only). As a result, on (b)(60 2022, the customer had a loss of consciouness and was provided "freshwater" by a non-hcp for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device on day 1 of wear using freestyle libre 3 (app only). As a result, on (B)(6) 2022, the customer had a loss of consciouness and was provided "freshwater" by a non-hcp for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.